Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure was performed due to unknown reasons.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, d10, d11, g4, h1, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. The product has not been returned to biomet UK ltd for evaluation, therefore, a thorough investigation has not been possible. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product not returned.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation is complete, a supplemental MDR will be submitted. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right knee arthroplasty. Subsequently, a revision procedure was performed for unknown reasons.